Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report states: multiple replacements, numerous hip dislocations, lock ring installations and log ring failures, liner replacements, surgeries so numerous to the same area causing improper and extended wound heal time. Beginning 1st surgery 2004 to last 2010 at least six major surgeries and around 10 trips to emergency facility to have hip popped back in joint with severe pain and length recovery time. In many cases another failure occurring before even partial recovery from last. All surgeries were depuy pinnacle hip replacement parts. Dates of use: 2004 - 2010.